Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown ; manufacture date - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is being filed to make the FDA aware that both this manufacturer report number and the user facility report number are for the same patient, part number and event.

Manufacturer narrative:
Additional information received stated product will not be returned for evaluation.

Event description:
It was reported that patient underwent a right femur fracture procedure on (B)(6) 2013. During the procedure, the driver bolt fractured in the nail. The tip of the driver bolt remains inside the nail which is implanted in the patient.